Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. A note attached to the 8mm x 4.50mm nc quantum apex balloon catheter indicated "balloon burst before inflation". There were no patient complications reported. Additional information is not available.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed blood and contrast visible in the inflation lumen. The balloon was loosely folded and damage was noted to the distal tip. The device was soaked in water in an attempt to loosen and dislodge the solidified blood and contrast; however, after soaking the device in circulated 37° c water for approximately 8 hours, a substantial amount of blood and contrast were still clogging the inflation lumen and it was not possible to apply positive pressure through the device. Inspection of the balloon presented no damage or irregularities in the balloon or the marker bands that could have contributed to the reported burst. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).